Event description:
It was reported patient presented to clinic with complaint of fatigue. An attempt to interrogate the device was unsuccessful. Patient's heart rate was noted to be low and loss of pacing was observed. Premature eri/eos was suspected. The device was explanted and replaced. No adverse consequences to the patient following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an inability to communicate was confirmed in the laboratory and was due to premature battery depletion. Based on device settings, a longevity calculation was performed and found to be below the expected limits. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the premature battery depletion.